Manufacturer narrative:
The index surgical procedure was a sacrospinal fixation. The exposed mesh in the vagina was first noted by the physician on (B)(6) 2014. During reoperation on (B)(6) 2014, the exposed mesh could be seen coming out and was excised. The current condition of the patient post excision is good. (B)(4).

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2014 and mesh was inserted. In (B)(6) 2014, the patient experienced mild blood loss. The mesh was excised on (B)(6) 2014. The patient has had no post operative problems. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.